Event description:
Info rec'd related to a trial conducted outside the us. The stent had restenosed within a month of implantation and was treated with an add'l procedure. This intervention can be perceived to be medical intervention to prevent permanent impairment of a body structure and as such meets MDR guidelines for serious injury reportability.